Manufacturer narrative:
Device was not returned for eval. We are unable to confirm the bent cannula or to determine if it could have contributed to the hyperglycemia. The caller indicated that it may have occurred post-use. Qualification records were reviewed and the product met all acceptance criteria. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer's mother reported that the pod was activated on (B)(6) at 9:26 am and her son's blood glucose and treatment history for day are as follows: see scanned table. The pod was deactivated after the last reading and the mother stated that the cannula appears to be bent but she doesn't recall if it was bent when removed.